Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to the air/water cylinder, the air/water channel, and the light guide lens of the equipment, but the foreign object was unable to be identified. There was no physical damage at the location where the foreign object remained. Review of reprocessing procedure information provided by users revealed no significant deviations from the instructions for use (IFU). Residual liquid was flagged by incoming inspection due to the cracked adhesive, as such foreign material residue could possibly accumulate in between the cracked areas. It is likely that the cracks in the adhesive between the tip and the z-block occurred due to irregular load being applied to the tip of the product while it was being handled by the user. The IFU states, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects in the air/water cylinder, air/water tube, light guide lens. Additionally, the adhesive between distal end and server plug-in is cracked and there was residual liquid at the distal end. There were no reports of patient involvement.